Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
A parent stated that their (B)(6) daughter was about to brush her teeth when she touched the power cord of her grandmas oral-b electric toothbrush, which was next to hers, and there was a loud bang and the fuse blew. It is unclear if their daughter actually got shocked or was just totally in shock, but the toothbrush power cord had fallen apart. There was no visible external damage to the cord before the incident. No injury was reported.